Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The initial reported event was received on 2017-05-22. Of note, the reportable malfunction and/or serious injury (inappropriate shocks, over-sensing, high thresholds, dislodgement) is normally submitted via a bimonthly report submission that would have been due on 2017-08-10. Information was subsequently received on 2017-06-29 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to the death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced inappropriate shocks. During a device check it was discovered that a lead integrity alert (lia) was triggered on the right ventricular (rv) lead due oversensing and short v-v intervals. It was also noted the rv lead displayed high thresholds and was dislodged. A revision was scheduled, the patient was hospitalized, but the left the hospital against medical advice prior to the revision. The implantable cardioverter defibrillator (ICD) therapies were turned off as a result. It was later reported the patient is deceased. Additional information for the cause of death was requested, but it is not known.